Event description:
During transferring the patient, it was noticed that respiratory rate reading became higher than the setting. The patient was ambu bagged throughout transport. It was noted that the patient's heart rate began to drop. No permanent injury was reported in this event.

Manufacturer narrative:
Although requested, no additional patient information was provided.